Event description:
Event description cpi received information that this bipolar steroid eluting lead (4285) was removed after only 2 months of implant due to high thresholds. Another (4285) lead was implanted.